Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer stated that insulin pump was broke and they were playing in the water and got alarm and it was completely off. Customer stated that the insulin pump had exposed to moisture and they were hearing fluid when shaking the insulin pump. Customer also stated that they seen fluid under the liquid crystal display. No harm requiring medical intervention was reported. The device will be returned for analysis.